Manufacturer narrative:
Manufacturing site eval: samples rec'd: 18 unopened pouches and 1 needle. There are no previous complaints of this code batch. 2,520 units of this code batch were manufactured and distributed, there are no units in stock. We have rec'd 18 closed samples and one needle. Tightness test to the closed samples rec'd has been performed and the units are tight. Needle attachment of the closed samples rec'd was tested and the results fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). Needle detachment.